Event description:
Healthcare professional reported right side rupture. Healthcare professional later reported capsular contracture, baker grade unknown. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: visual analysis of the returned device identified: extended opening, underweight, fold creases. A microscopic analysis was performed which identified; wear abrasion, stress marks assessed as non penetrating nicks, two sharp openings on radius side in the same location of crease assessed as fold flaw opening. Based on the device analysis the final assessment is: a crease sharp opening assessed as fold flaw opening.

Event description:
Baker grade for capsular contracture, was confirmed to be iii.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Healthcare professional later reported capsular contracture, baker grade unknown. The device has been explanted.